Event description:
Corporate council was contacted by an attorney that stated she received burns on her back from the thermotex heating pad. No further information regarding the event or any medical attention that was necessary was included. If/when further information is received, this report will be amended.